Manufacturer narrative:
The customer cancelled the svc call. The reported problem was resolved by the customer. The system is operating as intended.

Event description:
The customer reported that the system displayed an error message and locked up. No pt injury was reported.